Manufacturer narrative:
A voluntary medwatch form 3500/3500b was received. Since f10 is not contained on that form, select fields in section f have been populated by the manufacturer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope and bradycardia one day after implantation of implantable pulse generator (ipg). It was also reported that there was a faulty connection on the ipg which led to in appropriate pacing and loss of capture. The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.